Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 128 mg/dl. It was not possible to leave the prime menu. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all displacement tests. However, the insulin pump received with stuck in the motor error loop during bolus/basal delivery. Unable to confirm error alarm due to erased history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case on the display window corners, cracked display window, cracked battery tube threads and minor scratches on lcd window.